Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, the customer alleged that the pump software did not accurately adjust the amount of insulin delivered which resulted in the customer¿s blood glucose (bg) decreasing to 50 mg/dl. Due to the data log corruption, tandem technical support was unable to verify the pump software allegation, therefore no additional information could be obtained regarding the low bg. Customer consumed soda to address bg. Reportedly, customer continued to use pump for insulin therapy.